Manufacturer narrative:
Based on the provided information and investigation performed no malfunction of the mr device was observed that contributed to the injury. It was recognized by the customer that in this case the issue was caused by the patient wanting to move up from the tabletop, when the table was still moving out of the bore. During movement the operator should always check the patient's hands and make sure there are no cables or extremities positioned such that they can be caught.

Manufacturer narrative:
When the investigation is completed, a follow-up report will be sent.

Event description:
Philips received a report from a customer related to a finger pinching with an ingenia 1.5t mr system. When the patient support was moving out of the mr bore, the patient took hold of the table top in order to sit up, before the table finished moving. Consequently the patient's finger got caught between the table top and table support. The patient's finger nail got loose and the patient sustained a fracture in the tip of the finger.